Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received four to five no delivery alarms a week. His blood glucose level was not reported. The infusion set got stuck inside the serter device. The insulin pump seemed to have a weak motor or bad infusion sets. The product was not returned. Nothing further to report.